Manufacturer narrative:
The company service representative examined the device and confirmed the problem reported. The fluidics module and solenoid spacers were replaced and will be sent for in-house eval. The system was then tested and met all product specifications. Investigation, including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "no pt injury" (no consequences or impact to pt). Product problem(s): "system message" (device displays error message). The site reported that a system message appeared. Rebooting did not clear it. The system switched to complete the case. No pt injury was reported.